Manufacturer narrative:
Examination of the returned devices found the complaint unconfirmed; the two components were not assembled or stuck together. A functional check found the impactor and cup to assemble and disassemble as intended without any difficulties. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The doctor attached the cup to the impactor and hit it in the acetabular roof side after that, the impactor was not detached from the cup. The doctor removed the cup which was fixed once and tried to detach the impactor from the cup, but it was not loosened smoothly. After removing the impactor from the cup somehow, the same sized gription¿s cup was inserted to the patient body-with the offset impactor as substitute for the pinnacle cup. As the cup was tried to be placed many times, its fixation status was weak and one more screw was needed to fix. The surgery was delayed 20 minutes, but there was no patient harm.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.